Event description:
There was an allegation of questionable potassium results from the cobas b 221 <6> system. At 6:25 am, the result was 6.93 mmol/l. At 9:03 am, the result from an unknown device was 4.3 mmol/l.

Manufacturer narrative:
The potassium electrode lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
As only one erroneous measurement occurred and there was no issue with calibration, the event was consistent with a pre-analytical issue. Correct pre-analytic sample handling is within the customer's responsibility. It was also found that the potassium electrode in use had expired, and no qc had been performed. There is no evidence to suggest a malfunction of the device.